Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
User reported an occlusion alarm and delivered a correction bolus to address blood glucose reading of 400mg/dl and ketones. User changed out cartridge and infusion set and resumed insulin delivery.